Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient faced an issue with thirteen infusion sets were leaking at site. The event occurred on (B)(6) 2024 however the exact date was unknown, but these issues were noticed within the last two and half months. The patient had high blood glucose level of 13-20 mmol/l. The patient replaced the infusion set and resumed on insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03678 - device 8 of 13.